Event description:
It was reported that during a procedure to implant a stent graft in an av access graft for a pseudoaneurysm, it failed to deploy. It was removed from the pt and the doctor was unable to deploy it on the table outside of the pt. The procedure was completed with another stent graft without any problem. No reported injury to the pt.

Manufacturer narrative:
The sample has not been returned for evaluation to date. Based on the info received, the results of the investigation are inconclusive and the root cause is unk. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The current IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.